Event description:
A malfunction was reported with code malf 12, but there was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if any issues reappeared.